Manufacturer narrative:
A united states customer reported a falsely elevated high-sensitivity troponin patient result (1 patient) obtained on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. A prior check by the region specialist was performed with no defects identified. The cse performed a system decontamination and a full total service visit (tsv). The acid and base lines, bottles, and area were decontaminated and a daily clean was performed. Quality controls (qc) was performed and run successfully. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated high-sensitivity troponin patient result (1 patient) was obtained on an advia centaur xpt instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was repeated on an alternate advia centaur xpt instrument three times. The repeat results were reported (as 8 pg/ml), as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin patient result.